Event description:
The device was used during an unspecified procedure. The instrument broke and would not fire. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Corrected data entered in e1.